Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that the stent dislodged when the protective sheath was removed. The device was changed to a new stent delivery system of the same size and the procedure was completed. No add'l event or pt info is available.

Manufacturer narrative:
Product performance engineering could not determine a conclusive root cause for the stent dislodgement. Evaluation summary: quality assurance analysis revealed that the catheter was returned without any blood or contrast visible. The stent had dislodged and was returned inside a plastic vial. There was no damage noted to the stent. The balloon was tightly folded. There were crimp marks between the markers. The protective sheath was not returned. There was no other damage noted to the catheter. A laser micrometer was used to measure the stent outer diameters and these dimensions were oversized. Product performance engineering reviewed the incident information and analysis of the returned device. Quality assurance analysis confirmed that the stent had dislodged. There was no observed damage to the stent or the catheter, which indicates that forced removal of the sheath was not a likely cause of the dislodgement. Crimp marks were present on the balloon, suggesting the stent was properly positioned at the time of manufacture. The stent outer diameter dimension was outside of the accepted manufacturing specification; however, because stent outer diameter is verified 100% at the time of manufacture and units in this lot were all within the required specification, this oversizing most likely occurred at the time of dislodgement as it is expected that the stent would expand during travel over the balloon. In addition, all online testing for the lot in question met stent security criteria, which would indicate the unit had an adequate crimp. Potential causes for this type of event as observed in past incidents may include improper or inadequate crimping at the time of manufacture, positive pressure during prep, or forced sheath removal. Unfortunately, none of the information gathered suggests any of these causes is the most likely cause, thus a definitive root cause for the stent dislodgement in this case cannot be determined. The lot history record was reviewed and there were no non-conformities associated with this product lot. This MDR is considered closed by the product performance group.